Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the footswitch, multi-function, versajet ii, has frayed wires and stopped working. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, the visual inspection reported bare and broken wires near the strain relief cord, the functional evaluation found the device console failed to recognize the foot switch, establishing a relationship between the device and the reported events. The root cause identified as stress problems due to contact with another source, and power connection failure due to damage on the cord, a review of the manufacturing records found that there was no evidence that the product didn t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.